Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the esc button is not functioning. The customer's blood glucose at the time was 140mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer states they are going to hold off to see if they will be upgraded.